Event description:
Information received from the field notes that the patient called in to the clinician reporting heart rates below his lower limit of 70 ppm. A transtelephonic check revealed a demand rate of 57.8 ppm and a magnet rate of 44.5 ppm. The patient had a colonoscopy that involved cautery one week previous. An office follow-up will be done.